Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient had received an unspecified infusion via an alaris pump. The pump was programmed to switch to a flush after completion of the unspecified drug. After switching to the flush infusion. The pump alarmed and an unknown amount of air had passed through the ail sensor into the tubing. In further assessment, the nurse found that the tubing set had a hole in it. There was no report of patient harm.